Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but not returned to olympus medical systems corp. (Omsc). Omsc could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based on deformation of the distal end of the insertion tube of the subject device, omsc surmised that the adhesive that fixed the distal end and the bending section was peeled off due to strong stress, and the distal end fell off from the insertion tube of the subject device. There was possibility that the peeling of coating was attributed to the stress during use, the external factor and/or the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off and the distal end fell off from the insertion tube of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.